Manufacturer narrative:
Findings: unit received with alarm during rewind due to encoder out of phase. No e35 and no e43 alarm. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.